Manufacturer narrative:
No patient information provided as no patient was involved in this concern.software investigation not completed at time of this report.

Event description:
A medtronic representative, research program manager, performing phantom work with a planning station, identified unexpected behavior in the guidance view. The passive biopsy needle was near exact target, -0.1mm off, however, the line showing the needle placement was incorrect. There was no patient present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.